Event description:
The pt was in a very critical condition because they couldn't see/read his hemodynamic condition because the monitor was showing the wrong blood pressure. Blood rose into the tube when pressure monitoring was complete.

Manufacturer narrative:
If a sample is returned for investigation a follow-up report will be filed. (B)(4).